Event description:
It was stated that the device's motor was not working. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a motor not running. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the main board. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.